Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video connector cover is crack caused by a component failure of video connector, the rigid tube was dented caused by a component failure of the rigid tube and the outer cover was malfunctioning caused by a component failure of the outer cover. The most probable cause of the complaint is cause traced to component failure . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the rigid video laparoscope had exhibited the rigid tube was dented, video connector cover is crack, the outer cover was malfunctioning, component failure of video connector, component failure of the rigid tube and component failure of the outer cover. There was no patient involvement.